Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to shock impedance measurement of 125 ohms. The patient had recent shock therapy with 41j shock and the impedance measured 86-91 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.